Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure. After the patient was put under sedation, the catheter was inserted into the patient's groin. As the doctor was attempting to obtain images, it was observed that the catheter was generating poor quality images. The doctor withdrew the catheter and reinserted a new catheter to continue and complete the procedure. The procedure was delayed by ten minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).